Manufacturer narrative:
Investigation summary: the complaint investigation for false negative results when using the bd max¿ cdiff EU assay (ref. 442555) lot 4261697 was performed by the review of the manufacturing records, retain material testing and verification of complaints history. Review of the manufacturing records of the bd max¿ cdiff EU indicated that lot 4261697 was manufactured according to specifications and met performance requirements. The retain material of bd max¿ cdiff EU from lot 4261697 was tested and the results were as expected. Customer complained about two false negative results obtained with the bd max¿ cdiff kit lot 4261697. The two samples were positive with antigen tests and biomérieux filmarray. Aside from the information available in the complaint text, no additional data was available for investigation. Without data, no analysis was possible and the root cause could not be identified. Moreover, limit of detection can vary between different assays. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on bd max cdiff EU lot 4261697. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. No corrective and preventive action (CAPA) was initiated at this time since no trend was identified. Bd apologizes for the inconvenience that this may have caused. Bd quality will continue to monitor for trends.

Event description:
Report 1 of 2: it was reported that during use of bd max¿ cdiff (us), a false negative clostridium difficile patient result was obtained. Sample was retested using biomérieux filmarray and was positive for clostridium difficile. There was no report of patient impact.

Event description:
Report 1 of 2: it was reported that during use of bd max¿ cdiff (us), a false negative clostridium difficile patient result was obtained. Sample was retested using biomérieux filmarray and was positive for clostridium difficile. There was no report of patient impact.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.